Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the act button was really hard to get to work. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump had rejected new batteries and battery cap was harder to pull out and some plastic coming off when changing reservoir. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.